Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation surgery with a 440cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Mentor received two devices for evaluation. The sides of implantation were not disclosed to mentor. As the impacted product could not be identified, both devices were evaluated. Though only one product complaint was reported, a new file was generated to document the additional device received. Refer to manufacturing report number (B)(4) for the contralateral event. Mentor conducted a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).